Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. PMA/510k: premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that during the clinical procedure, a screw inside the implant drive feature broke. The doctor confirms that the patient did not suffer any type of negative impact on his health as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, lot number unknown. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. One unknown biomet screw and one implant were returned. Visual inspection via naked eye and camera magnification identified fractured screw in the implant. Implant had bone tissue attached to the threads. Implant damage likely caused during removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. No pre-existing conditions noted on the complaint. Bone density type: type ii. The reported device was located on unknown tooth. No pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/04/08 instructions for use: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019. Information identified : 'contraindications', 'warnings', 'precautions', 'breakage', 'general considerations' and 'adverse effects' per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review could not be performed for the unknown biomet screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. DHR review was completed for the subject lot number (2012060100) for the xifnt3285. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review could not be performed for the unknown biomet screw since the item/lot numbers were not available. A lot specific complaint history review was performed (2012060100) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: august post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unk. Biomet screw/xifnt3285). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.